Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection analysis confirmed that the inner conductor coil had a break near the is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to helix extension issues. New findings from the product investigation show evidence of a fracture of inner coil near is-1 terminal end. This evidence support the initial allegations of helix extension issues.